Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 322, which was reproduced during evaluation. A review of the event history log identified system error 322. The cause was determined to be an out of adjustment lower link. The lower link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.